Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. It was noted that the patient had 2 ins's present during the event. See manufacturer¿s report # 3004209178-2019-00173 for concomitant lead information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins for 4 years now and they had pain in ¿my butts to wear¿ and could hardly walk. They went to their doctor months ago and the manufacturer¿s representative told them they needed the battery replaced and ¿one interstims taken out¿. The pain was unbearable for them and no one had gotten back to them for the issue. There were no further complications reported or anticipated.